Manufacturer narrative:
The device evaluation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than 15 colony forming units (cfus) of pseudomonas aeruginosa. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation.corrected data: b3. The lm reviewed the customer provided the cds processes where additional microorganism test detected the same bacteria from the same sampling location as the 1st microorganism test. Therefore, reprocessing may have been performed insufficiently.during additional follow-up with the user facility they provided the below additional positive culture results:sampling date: mar. 26, 2024sampling from: washing colonoscopebacterial identification: >100cfu_pseudomonas aeruginosa, 10-100cfu_enterobacter cloaca, 10-100cfu_citrobacter braakiisampling date: mar. 28, 2024sampling from: washing colonoscopebacterial identification: >100cfu_pseudomonas aeruginos, 10-100cfu_citrobacter braaki, 10-100cfu_providencia rettger, 10-100cfu_achromobacter spsampling date: mar. 31, 2024sampling from: washing colonoscopebacterial identification: >100cfu_pseudomonas aeruginos, >100cfu_citrobacter freundiisampling date: apr. 4, 2024sampling from: washing colonoscopebacterial identification: 10-100cfu_pseudomonas aeruginos, <10cfu_escherichia colisampling date: apr. 5, 2024sampling from: washing colonoscopebacterial identification: 10-100cfu_pseudomonas aeruginosasampling date: apr. 7, 2024sampling from: washing colonoscopebacterial identification: <15cfu_pseudomonas aeruginosathe device was evaluated where no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, additional microorganism test detected the same bacteria from the same sampling location as the 1st microorganism test. Therefore, reprocessing may have been performed insufficiently. The reported event was not confirmed as the scope was not microbiologically tested by olympus.the following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."olympus will continue to monitor field performance for this device.